Manufacturer narrative:
Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(4), ubd: 19-may-2009. Product ID: 748925, serial/lot #: (B)(4), ubd: 12-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stim stopped, the patient received a por setting, intermittent stim and one shocking incident. Lead test intra-op reveled poor stim on electrodes 2,3. It was reported there was a revision. Once new lead was placed and connected to existing system, no stim was achievable and impedance was completely abnormal. Replaced with new lead and tested with complete success. Ins with persistent por reset problems was left implanted by physician's discretion. Additional information was received. It was reported that the patient had fractured his lead a while back and then had it fixed.